Event description:
It was reported that the wake button is difficult to press. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, so no additional information was obtained and no further actions were documented.